Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six electric shocks due to sinus tachycardia. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.